Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022 with complaints of cloudy pd effluent and abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily for 21 days. The culture resulted positive for gram-negative rods, myroides (species unknown). The cause of the peritonitis was not determined. A repeat culture obtained on (B)(6) 2022 resulted positive for methicillin-resistant staphylococcus aureus (mrsa). The patient¿s antibiotics were changed at this time to ip vancomycin 2g (frequency unknown) and ip rocephin (dose, and frequency unknown). The patient was expected to complete the antibiotic regimen on (B)(6) 2022. The pdrn stated the cause of the mrsa peritonitis could not be confirmed. The patient does not recall any breach in aseptic technique.